Event description:
Patient was revised. Reason for revision is unknown. **update** (B)(6) 2011 - medical records were received. The revision operative report indicates there was evidence of pseudotumor. Additionally some corrosion was noted at the taper.

Manufacturer narrative:
**Update** 10/25/2011 - medical records were received. The revision operative report indicates there was evidence of pseudotumor. Additionally some corrosion was noted at the taper. Dor: (B)(6) 2011 (as reported in medical records - left hip). The device associated with this report was not returned. A complaint database search was not possible because the necessary product and lot code combination was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.